Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found near the hub on a bd precisionglide¿ needle. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a defective sample has been received with foreign matter - dirt, however, can be classified as foreign matter ¿ burnt at shield component. The sample was supplied with the blister open. DHR review: the batch of the 3354401 (batch analyzed is the molded component batch) molded component - shield was manufactured in jan / 2014. The inspections carried out during the production process were checked and the defect was detected according to ro0394 / 14. This is the first complaint for the batch. We inform that the current controls to detect the defect is realized through visual inspection every 2 hours. Qn/ maintenance review: there is a quality notification under the number ro0394 / 14 (qn) and maintenance records for the mold bs-28 number 405678918. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. DHR analysis was performed and one variance was found. During the analysis of the sample we show that there is a burning of material at the base of the safety shield. The root cause for the burn defect may be related to clogging of the vent air, excess injection speed and high resin temperature. A corrective maintenance record # 405678918 was opened for defect correction.